Event description:
On (B)(6) 2013,the distributor contacted animas and alleged that the display screen was cracked. There is no allegation of an adverse event. This complaint is being reported as the issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: confirmed no screen during startup. Pump had audible tones during startup. Pump audible and vibratory alarms are operational. Opened pump to investigate. Display screen is cracked. Removed broken screen and replaced it with a test screen. Test screen worked with no issues found. Unable to complete all test steps because of damaged display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release